Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Drive manifold, as well as vacuum transducers replaced in 2023. Vacuum and pressure regulators from factory dated 2012. Replaced aforementioned regulators. Filter/muffler under pressure regulator slightly cracked. Replaced said filter/muffler. Filter/muffler inside vacuum reservoir dirty. Replaced said filter/muffler. Compressor output test reading about 1400 rpms, and never went up past 5 degrees. No signs of fluid ingress internally. Safety disk due at the 6 million cycles. Replaced safety disk at 6,000,000 cycle interval. Post replacing aforementioned parts, successfully completed a full system checkout without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Regulators will be sent in for complaint analysis. Muffler/filters disposed onsite.

Event description:
It was reported by the customer that during use, the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) malfunctioned. The temperature was out of range. There was no patient harm reported.